Event description:
Caller states that the deive read 70% different on back to back tests. No results or timeframes provided. No quality controls were used. Requested return of suspect deivce and replacement was sent.